Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unidentified low blood glucose (bg) level. Reportedly, the basal settings and time segments on the pump needed to be adjusted. Tandem technical support advised customer to consult with healthcare provider to find correct settings. The customer adjusted the pump settings and resumed insulin delivery.